Event description:
(B)(4). Weight gain,heavy menstrual and cramping spotting after sex, insomnia, bloating, always sick with flu like symptoms, breast tenderness, aches and pains in joints and muscles, loss of sleep extreme fatigue, all of these things have no priors to essure. Essure was provided by insurance.